Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va09h0z, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va09h0z, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that device was explanted on (B)(6) 2013. It was noted yes for other reasons for replacement.